Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The account found the prongs on the communication cable are bent. The account replaced the communication cable to resolve the issue.